Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient presented to the emergency room (ER) after a bad fall which impacted the ribs. At that time, a pericardial effusion was found. A pericardial window was performed to drain the fluid. The patient stayed in the hospital and was subsequently discharged home. It was not known if the effusion was from the fall or the watchman device/procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.